Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Patient states she was attempting to change out cartridge and wasn't able to get past the load step. Patient would fill cartridge with 100units and when she was push ok to continue to load, pump would not recognize the cartridge and all of the insulin would be expelled from cartridge. The product was replaced and requested back.